Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and system logs could not confirm the fault occurred in the field. Visual inspection identified the unit had no significant scratches or dents. The front bezel was in decent condition. The unit was installed onto a golden system and functioned as expected. The complaint was not confirmed based on failure analysis. A review of the site's complaint history identified pr (B)(4) are the related records of pr (B)(4). These records are related because they regard a reoccurring monopolar energy issue on the system. A review of the remote fe procedure log shows the customer performed pyeloplasty procedure on (B)(6) 2025 with dr.(B)(6) on system sk3367. A review of the site¿s system logs for the reported procedure date was conducted by rpms quality engineer. Investigation revealed the following possible related system errors: m-36 indicating check instrument cable connection between instrument and erbe (activation has been prevented. Energy port locked by da vinci system. Please connect da vinci instrument to vio dv.) Device history record (DHR) review for the device(s) involved with the reported event was not performed, as the product involved is not manufactured by intuitive surgical, inc. (Isi). The probable root cause cannot be determined from complaint details and failure analysis results. This issue is captured in the is4000 family shared cra (818001-45) revision: at via risk ID g4-sys-70269. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings). 05/07/2025 02:55 pm (gmt+5:30) added by (B)(6) ((B)(6)): system log review: a review of the site¿s system logs for the reported procedure date was conducted by rpms quality engineer. Investigation revealed the following possible related system errors: m-36 indicating check instrument cable connection between instrument and erbe (activation has been prevented. Energy port locked by da vinci system. Please connect da vinci instrument to vio dv.)

Event description:
It was reported that during a vinci-assisted surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) had recurring issues with monopolar energy. They got a ¿question mark¿ in the monopolar window on the vio integrated electrosurgical unit erbe. The tse explained that the "question mark" meant that the generator did not know where to apply the energy to. Normally the "question mark" was replaced by the instrument arm number that the monopolar instrument was installed on. They moved the monopolar curved scissors (mcs) instrument to another arm, and they had the same issue with the "question mark". They got another mcs instrument, and they had the same issue with the "question mark". The tse suggested that the issue was related to the monopolar instrument cable. They stated that they had replaced multiple instrument cables. The procedure was completed as planned with no reported injury.